Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted approximately 30% within one day. The customer¿s blood glucose level was 102 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.